Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edward for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Based on the information received, the valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent medical valve-in-valve intervention of both pulmonic and tricuspid bioprosthetic valves after an implant duration of one (1) year due to carcinoid destructive valves. The physician indicated the patient has a carcinoid tumor. The effect of this tumor is an excess of hormones in the system which impacted the edwards valves. The excess hormones cause the tricuspid valve to become regurgitant, and the pulmonic valve to become stenotic. Post-operation, there was a good outcome and patient was in stable condition. Patient is receiving treatment for the tumor.